Manufacturer narrative:
Concomitant medical products: 9528 implantable cardiac monitor (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. Short v-v intervals were noted on the right ventricular (rv) lead and rate drop response episodes were noted on the implantable pulse generator (ipg). The lead and the device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon secondary review, the reported event that the patient experienced syncope and rate drop episodes on the ipg did not cause or contribute to a serious injury and is not likely to do so if it were to recur. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that neither the ipg or the right ventricular (rv) lead is responsible for patient experiencing syncope or rate drop episodes.